Event description:
It is reported that the trial block had a small piece of metal chip off while impacting. The surgeon removed metal chip. No harm to patient.

Manufacturer narrative:
Information was received via medwatch #(B)(4). This report will be amended when our investigation is complete.